Event description:
The facility representative reported a flogard infusion pump with failure code 94. This condition has the potential to cause an interruption of delivery. It is unknown when this condition occurred in the 3c area. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed and reproduced during service evaluation. The assignable cause was an out of range configuration option setting. The configuration option settings were reset to default values to correct the reported condition. Should additional information become available, a follow-up medwatch will be submitted.